Event description:
It was reported that the resident was being transferred from a bed to a wheelchair. The resident was placed in a sling when staff adjusted legs of maxi twin lifter to fit around the wheelchair. Then the spreader bar detached from the main lift arm causing the patient to fall off the device from approximately 1.5 m. Detached spreader bar hit the customer on the head causing serious injury.